Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication with her scs ipg and has not charged/used the device for over a year. It was also reported that prior to the communication issue the pt had experienced increased recharge burden as the ipg was not holding a charge which resulted in the pt no longer using the system. Follow-up identified an sjm representative confirmed the communication issue using multiple external devices. Surgical intervention will be taken at a later date to address the issue.